Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No additional information was provided. No product was returned and no inspections could be performed. For these reasons, the complaint could not be verified. An allergic reaction was indicated in the notification. The most likely underlying cause of this complaint is patient condition. Device history record (DHR) review was unable to be performed as the catalog number and lot number of the devices involved in the event are unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned to manufacturer.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported a patient was possibly having some allergy issues. The hospital representative requested the makeup of the plates that are placed around the eye, possibly orbital floor. Attempts have been made and no further information has been provided. No additional patient consequences were reported.